Event description:
Customer reportedly obtained a result of 119mg/dl on the clinic's device while the customer's device read 245 mg/dl. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.